Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient got hospitalized on (B)(6) 2025 due to hyperglycemia event. The blood glucose level was 569 mg/dl at the time of event and the patient got treated with intravenous fluids of insulin. Patient experienced the symptoms of vomiting at the time of the event. The patient was released from the hospital on (B)(6) 2025. No further information available.